Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve and grasping was performed. While checking leaflet insertion, it was noted that mr increased. The leaflets were attempted to be re-grasped, but resistance was noted when closing the clip and the clip would not close. Trouble shooting was performed and the clip closed. The decision was made to replace the device. The cds was retracted, but the clip opened slightly to less than 20 degrees. The clip arms were closed. The cds was retracted, but resistance was noted with steerable guide catheter (sgc) soft tip, and the clip was no longer connected to the cds. The clip remained on the lock and gripper lines in the left atrium. A snare device was used to pull the clip into the sgc. The clip and the cds were removed. A new sgc was used to continue the procedure. A second clip was implanted. An additional cds was advanced and the leaflets were grasped; however, the gradient increased; therefore, the clip was not implanted and the cds was removed. The gradient returned to 3mmhg. Two clips were implanted reducing mr to 3. On (B)(6) 2019, the patient died due to sepsis. The patients general medical status was very bad and prolonged stay in intensive care unit with ventilation contributed due to the sepsis. In the physicians opinion, there was nothing during or post mitraclip procedure that occurred that would have contributed to the death. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, the following information is being provided: abbott submitted medwatch # 2024168-2019-03206 on april 23, 2019 with notification of the voluntary recall, (remedial action initiated) for events related to unexpected clip opening. Abbott recently received eleven reports of xtr clips unexpectedly opening and becoming nonfunctional resulting from unintended excessive force applied to the clip during implantation. Once the clip becomes nonfunctional, the inability to close and remove the device has led to surgery or additional intervention. This event is one of the eleven. To prevent unintended excessive force from being applied to the clip, abbott developed revised instructions for performing the steps establish final arm angle and invert the clip arms. The field safety notification (fsn) includes these revised instructions. Abbott will train all mitraclip implanters on the revised instructions.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned. Based on the information reviewed, the reported difficulty closing the clip issue was confirmed due to an observed detachment of the hinge pin during returned device analysis. The reported physical resistance in turning the arm positioner was a cascading effect of difficulty closing the clip. The reported difficult to remove the clip delivery system (cds) was a result of clip arms interaction with steerable guide catheter (sgc) which then resulted in premature deployment; and was a result of procedural circumstances. The observed broken l-lock tabs was a cascading effect of the troubleshooting process. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Due to the observed detachment of the hinge pin, a potential product issue was confirmed. Engineering investigation to date has determined that unintended excessive force applied to the clip can cause hinge pin disengagement in the mitraclip xtr design. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. This event was further reviewed by an abbott vascular medial affairs director and the reviewer stated that, in this case, the patients general medical status deteriorated and prolonged stay in intensive care unit with ventilation contributed to sepsis. In the physicians opinion, there was nothing during or post mitraclip procedure that occurred that would have contributed to the death. Death is not directly related to the device. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip xtr clip delivery system, april 18th 2019, recall file under medwatch # 2024168-2019-03206.

Manufacturer narrative:
(B)(4). Correction: death removed; required intervention to prevent permanent impairment/damage(serious injury)and hospitalization added. Correction: death changed to serious injury. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed report, it was determined that this is being filed for premature deployment and difficult to remove. On (B)(6) 2019, the patient died due to sepsis. The patients general medical status was very bad and prolonged stay in intensive care unit with ventilation contributed due to the sepsis. In the physicians opinion, there was nothing during or post mitraclip procedure that occurred that would have contributed to the sepsis or death. No additional information was provided.